Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.2.0, h3: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that after the trajectory was locked, the middle digit was missing on the system. It should have said, "70.7," but it said "7_.7." The issue was resolved by upgrading to software 1.3. The issue was resolved on the call. There was no impact on patient outcome. There was no delay to the procedure.